Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; bg level and cause were not provided. Tandem technical support was unable to get more information due to customer declining a follow up.